Event description:
This incident occurred in outside the united states. The reporter stated the tip broke during the procedure. The reporter also stated, "the surgeon used two or three stitches". No injury was reported. Further information was not available.